Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. The issue was noted, by the surgeon, to most likely be cause by frame movement during draping. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection. It was reported that the surgeon was inaccurate by 1 cm posterior/anterior. The surgeon suspected it was due to the frame moving during draping. Navigation was aborted and the site used ultrasound and intra-op MRI instead. There was a reported delay of less than one hour and no reported impact to patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: technical services (ts) reviewed the patient archives for this event and were unable to determine the probable cause

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the behavior described is the intended behavior of the software. Software is functioning as designed. If information is provided in the future, a supplemental report will be issued.